Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, 1 tube's stopper fell off and the sample spilled. A recollect was required. There was no other health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, 1 tube's stopper fell off and the sample spilled. A recollect was required. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were tested by removing and reattaching the cap/stopper assemblies after filling them with water and allowing them to stand for 15 minutes. None of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.